Event description:
Patient reported obtaining back-to-back results of 316 mg/dl and 135 mg/dl, while using the suspect device. Patient indicated that, based on the value of 135 mg/dl, she had some crackers and milk. No patient injury was reported. Patient stated that a level-one quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.